Event description:
Pt reported that their meter was reading inaccurately low compared to the lab. Their meter result was 49 mg/dl and the lab result was 188 mg/dl. But this comparison is invalid since the time difference between the two results was one hour. Pt sent in the meter for a warranty replacement and at the "local cs testing", the check strip test result displayed not ok message 3 times. Control solution tests passed 3 times. Pt had been visiting their doctor once a month for medical exam. Pt was getting inaccurate low results on their meter because they were not storing the test strips in the original vial. There is no medical intervention or treatment given. This case is reported as a meter malfunction since the meter showed the not ok message three times with a check strip.